Event description:
It was reported that a locking titanium adapter disconnected from the patient¿s pd catheter (non-vantive product). This was described as ¿the titanium adapter came off" and the patient twisted it with their hand to connect it and "the tube on the stomach side had already been bent and fixed from the titanium adapter¿. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.